Event description:
The customer reported that the device was defective on arrival (defoa). The device, upon power up, displayed error code 10021 which is accompanied by the message defib failure cycle power and device operation is halted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.